Event description:
The catheter fractured. A revision was being performed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the fracture was near the anchor site in the spine. A new intrathecal section of an (B)(4) catheter was added and a connector from the (B)(4) was used to connect the old catheter with the new. No device was explanted. The drug delivered via the device was 2000mcg concentration of baclofen, daily dose 100mcg. The reporter was not sure if the patient was having symptoms at the time and was not sure how the patient was currently doing.